Event description:
Health professional reported that after pt injection in the marionette lines and lips with .6ml of juvederm ultra plus xc, the pt reported pain and the injector massaged the area. The injector proceeded to inject into the "right lip" and immediately there "appeared a hard swelling with no bruise". The injector advised the pt that it was a "case of allergy", and hydroxyzine and verutex b were prescribed as treatment. The pt returned after 5 days and there were granulomas "on every point of application". The physician noted that treatment was prescribed to prevent the worsening of symptoms which may have led to permanent damage.

Manufacturer narrative:
(B)(4).